Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "comparison of total hip arthroplasty with and without femoral shortening osteotomy for unilateral mild to moderate high hip dislocation" written by huiwu li, md, jiawei xu, md, xinhua qu, md, yuanqing mao, md, kerong dai, md, and zhenan zhu, md published by the journal of arthroplasty 32 (2017) 849e856 http://dx.doi.org/10.1016/j.arth.2016.08.021 on 26 august 2016 was reviewed for MDR reportability. The article reports of two groups of 22 patients who were part of the nonosteotomy and 20 patients part of osteotomy group. The non-osteotomy group consisted of 11 patients with depuy implants (depuy srom stem, duraloc acetabular cup with coc bearing surfaces)and 11 with non-depuy implants. The osteotomy group of 20 patients all received depuy products (depuy srom, acetabular cup with coc bearings in 14 hips and mop bearings in 6 hips). The article reports no loosening or osteolysis in any case. The complications were as follows: intraoperative femoral fracture 1, femoral nerve palsies with weakness of knee extension (3). All these patients were treated conservatively and recovered completely by 6 months after surgery. The article reports "no sciatic nerve injury, dislocation or infection."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.